Manufacturer narrative:
The pod was received with the soft cannula deployed and cracks and discoloration visible through the top and bottom housings. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data. The download data showed that an 0x3d alarm had been generated by the pod, indicating that the step sensor had been asserted before the wire was driven. Corrosion was observed on several components inside the device including the pcb assembly, mechanism rails, linkage assembly, pod chassis, reservoir cap, and all three batteries. It could not be conclusively determined if the cracks in the top and bottom housings allowed fluid to leak in to contribute to the observed corrosion. Fluid path testing found a tear in the unexposed portion of the soft cannula 0.2415 inches from the soft cannula nailhead which resulted in an internal leak. The internal leak contributed to the observed corrosion, the 0x3d alarm, and the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 498 mg/dl. The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with a new pod.